Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The following was evidenced in the event history log (ehl). 5/14/2020 3:14:46 am system fault 45637 occurred 2 0 0 3. Error code 45637 (bad motor) reported by the customer was reproduced during testing. The customer reported product problem was therefore confirmed. The problem source of the problem was unknown. A root cause was not established. The bad motor was replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 45637. No adverse effects were reported.